Event description:
Pt underwent palpation colonoscopy and was found to have bleeding arteriovenous malformations. The entire cecum and the ascending colon was studded with multiple angiodysplasia. The most prominent of these were cauterized using the heat probe unit. Pt developed a perforation at one site 3 days post procedure. The equipment was sent back to the MFR to check calibration. The MFR replaced the control panel indicating that it was "inoperative". When contacted, the MFR indicated this was unrelated to the calibration but would not give any further info. Unable to determine at this time whether or not an equipment malfunction contributed to the perforation.